Manufacturer narrative:
Block h6: imdrf device code a051104 captures the reportable event of stone inside the basket when it failed to open.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on an unknown date. During the procedure, a stone was in the basket and failed to open. The stone was removed from the basket using a non boston scientific device. There were no reported patient complications as a result of this event.